Event description:
It was reported an orbital atherectomy procedure was being prepared by first taking tpi and intra-aortic balloon pump (iabp) support. The lesion was crossed with a non-abbott guide wire. The lesion was pre-dilated with a nc 1.2 x 12 mm balloon, and upgraded to a 2 x 12 mm balloon. The non-abbott guide wire was exchanged for a viperwire advance guide wire with flex tip in the left anterior descending artery (lad). The diamondback 360 coronary orbital atherectomy device (oad) was advanced and five treatments were performed. Post treatment, slow flow was observed. Suddenly, the patient's blood pressure dropped. The patient was intubated and sent for coronary artery bypass graft surgery (CABG). No additional information was provided. Additional information was received indicating particulate size post orbital atherectomy led to the slow flow, which subsequently led to the drop in blood pressure. CABG was not agreed to by the patient, and they were sent for hrptca. The surgery was successful, however, the patient expired. In the physician's opinion, the patient death was primarily due to slow flow in the lad. The secondary cause was no support in the right coronary artery (rca) and left circumflex artery (lcx). It was indicated orbital atherectomy may have contributed to the patient death.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received, the investigation determined that the reported patient harms including embolism, obstruction, low blood pressure, surgical intervention and death appear to be related to operational context. In this case it is possible that the reported patient embolism, obstruction, low blood pressure, surgical intervention and death are a result of the patient¿s disease severity combined with use techniques employed; however, since the device was not returned this could not be confirmed. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Updated field: b5, h6 (codes 4118, 3233, and 11 no longer apply).

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported an orbital atherectomy procedure was being prepared by first taking tpi and intra-aortic balloon pump (iabp) support. The lesion was crossed with a non-abbott guide wire. The lesion was pre-dilated with a nc 1.2 x 12 mm balloon and upgraded to a 2 x 12 mm balloon. The non-abbott guide wire was exchanged for a viperwire advance guide wire with flex tip in the left anterior descending artery (lad). The diamondback 360 coronary orbital atherectomy device (oad) was advanced and five treatments were performed. Post treatment, slow flow was observed. Suddenly, the patient's blood pressure dropped. The patient was intubated and sent for coronary artery bypass graft surgery (CABG). The particulate size post orbital atherectomy led to the slow flow, which subsequently led to the drop in blood pressure. CABG was not agreed to by the patient, and they were sent for hrptca. The surgery was successful, however, the patient expired.

Event description:
It was reported an orbital atherectomy procedure was being prepared by first taking tpi and intra-aortic balloon pump (iabp) support. The lesion was crossed with a non-abbott guide wire. The lesion was pre-dilated with a nc 1.2 x 12 mm balloon and upgraded to a 2 x 12 mm balloon. The non-abbott guide wire was exchanged for a viperwire advance guide wire with flex tip in the left anterior descending artery (lad). The diamondback 360 coronary orbital atherectomy device (oad) was advanced and five treatments were performed. Post treatment, slow flow was observed. Suddenly, the patient's blood pressure dropped. The patient was intubated and sent for coronary artery bypass graft surgery (CABG). No additional information was provided. Additional information was received indicating particulate size post orbital atherectomy led to the slow flow, which subsequently led to the drop in blood pressure. CABG was not agreed to by the patient, and they were sent for hrptca. The surgery was successful, however, the patient expired. In the physician's opinion, the patient death was primarily due to slow flow in the lad. The secondary cause was no support in the right coronary artery (rca) and left circumflex artery (lcx). It was indicated orbital atherectomy may have contributed to the patient death.

Manufacturer narrative:
Correction: g1.